Event description:
It was reported that a user experienced hyperglycemia while using the ilet following a site issue with a contact detach infusion set, where the set was found no longer inserted and the user was unaware of how it detached; the user replaced the site with assistance, filled tubing and cannula, and subsequently observed a ¿hi¿ display on the ilet and a fingerstick glucose of 437 mg/dl before calibrating and monitoring, after which glucose trended down to 282 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and recovery with troubleshooting and education. Investigation included user coaching on site replacement, priming, and calibration, and follow-up verification of glucose improvement; the reported alert code was 375 on the ilet. Investigation of this case revealed an unclear cause of hyperglycemia with a likely contribution from infusion site dislodgement or occlusion prior to replacement; no additional device component malfunction was identified, and the contact detach lot number 6011882 was documented. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.